Manufacturer narrative:
Follow-up #1: date of submission 09/27/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/01/2016 with the following findings: multiple no cartridge detected 163 warnings were observed in the black box. During the load step, the piston pushed up until the cartridge was empty. The force calibration failed. The pump was opened; the force sensor pin was found to be cracked. The load step malfunction was duplicated during investigation. Unrelated to the complaint, the battery compartment was cracked from the case seal traveling to the bumper. The display was also dim; the letters had a red hue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a prime (load step malfunction) issue. The reporter alleged that the pump was priming tubing during the load step. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there is potential for insulin over-delivery if the patient is not disconnected during the load cartridge step. The owner's booklet provides a warning to the user to never start the prime/rewind sequence on the pump while the infusion set is connected to the body and provides multiple reminders during the prime/rewind sequence.